Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the dislodged crimp. Broken piece(s) is missing as a result of breakage. A peace measuring proximately 1.0 mm x 1.0 mm x 0.5 mm in size was not returned with the instrument. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of the failure mode broken instrument bipolar yaw pulley are typically attributed to the user, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was damage to the conductor wire (black cable). There were no other broken or damaged wires at the wrist of the instrument.